Event description:
It was reported that a dissection occurred. A ranger was selected for use. During the procedure, a blood vessel dissection occurred. Bail out was performed and it recovered.

Event description:
It was reported that a dissection occurred. A ranger was selected for use. During the procedure, a blood vessel dissection occurred. Bail out was performed and it recovered. It was further reported two ranger balloons were used during the procedure.